Manufacturer narrative:
An eval of the device cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
Maude event report, voluntary report no: (B)(4): "total knee replacement back in 2008, and knee has been hurting all the time. She wonders if the surgeon did something wrong to cause the pain."